Event description:
The customer reported that the device intermittently did not recognize the test load during the opcheck. There was no patient involvement.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.